Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not work, was confirmed. It was found that the keyboard was damaged and that the motor was corroded. The defective motor and keyboard were replaced and the device was tested and found to be working according to specifications. Fluid ingress into the device and contact with the motor is responsible for the corrosion of the motor. Also the damage to the keyboard is most likely a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the motor was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.